Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the pump was booted to the verify screen with dim pink contrast. The pump cover was removed and replaced with a new test screen resulting in normal contrast.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device had gradually dimmed over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.